Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a pump reset, and the customer successfully started their sensor session without further errors.